Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with two 550cc smooth mentor memorygel breast implants has experienced postoperative bilateral breast pain and autoimmune disorder of pulmonary sarcoidosis. Patient reported a chest x-ray taken on (B)(6) 2019 that showed three spots, and a second x-ray three months later showed the spots grew bigger. Patient underwent lung biopsy on (B)(6) 2019 and was diagnosed with pulmonary sarcoidosis. The patient also reported bilateral breast tenderness, and at times the side of the breasts felt like something is rubbing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.